Event description:
Caller stated that he sought medical attention on (B)(6) 2024 around 10:00am at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 105mg/dl. A normal result for that time of day is usually around 105-115mg/dl. Caller stated that one more test was performed with his prodigy meter and received a result of 95mg/dl. Caller stated that about 40 minutes after testing he started having slurred speech, began sweating and was confused. Caller stated that his wife called paramedics. Caller did not recall what he did while waiting for paramedics, who arrived in about 20 minutes. Paramedics performed a blood glucose test with their meter and received a result of 40mg/dl. Paramedics did not test with the prodigy meter. Caller stated that he was not transported to the hospital. Caller stated that the paramedics gave him glucose via IV. Caller stated that before the paramedics left his blood glucose was 115mg/dl. Caller was using expired test strips; he was educated to discard any test strips that are out of date. No additional information was provided.

Manufacturer narrative:
1. No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)). 2. The meter that was shipped to pdc. On 2021-07-16 was used to re-examine its setting and all functions, and no malfunction occurred. Standby current (4.3 ua) of the suspected meter met acceptance criteria (< 55 ua). 3. Because patient did not return his expired strips to okb, the suspected meters was used to re-test by other batch strips (lot#: d230320b-4) and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 72/78; level high: 315/307) met the acceptance criteria (level low: 40~85; level high: 230~340). 4. Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.